Event description:
The customer reported that during a knee arthroscopy procedure, the pad could not be placed on the pt's leg. The pad was placed on the pt's waistline. After surgery, it was noted by pacu that there was a superficial injury at the pad site. On (B)(6) 2014, the pt went to the emergency room and was told that the injury was contact dermatitis. The injury was treated with bactiban ointment. On the pt's next follow-up with the surgeon, the surgeon said that the injury was a burn and treated the injury with silvadene. The incident pt return electrode was discarded and is not available for evaluation.

Manufacturer narrative:
(B)(4). The customer reported that the incident grounding pad was discarded and is not available for evaluation. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.